Event description:
It was reported that after a small bowel resection procedure, the bleeding occurred after surgery. It was confirmed that during surgery the anastomosis was fine and not leaking. Post-op (day is unknown) the hb value fell. The internist used a gastrocamera to check what happened. The internist found bleedings and injected something to stop the bleeding. After some time (unknown how long) again bleeding occurred. This time the internist used clips via gastroscope to close bleeding. Meanwhile the patient lost a big amount of blood and needed to be "re-animated". The customer disposed of the device; no device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information received on 8/25/2010: further, the surgeon reported that the patient died. Additional information has been requested. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that no further information is available.

Manufacturer narrative:
(B)(4).